Manufacturer narrative:
Device not returned. Based on our follow-up to receive additional information on the reported event, the health-care provider did not disclose any additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately nine years. Unfortunately, the reason for explant has not been provided. No other details reported.

Manufacturer narrative:
Based on the operative report received by the hospital, the valve was explanted due to critical bioprosthetic aortic valve stenosis. Upon removal, the valve was critically stenotic with just a very small opening for the blood to eject through. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. No further actions are possible at this time.